Event description:
It was reported that a guardian removed the iLet pump after an overnight rise in blood glucose to 420 mg/dL, discarded the infusion set, and later completed an infusion set change with support; a bent cannula after a supply change was considered likely, and blood glucose trended from approximately 420 to 315 and then to 168 mg/dL after insulin delivery was re-established. Symptoms included hyperglycemia. Outcomes included an unexpected medication intervention consisting of resumption of insulin delivery and guidance on pump use, without serious injury or illness. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device findings available and insufficient device information to attribute a device malfunction, with the clinical context remaining insufficient to isolate a specific component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.